Event description:
The consumer called to report that his (B)(6) son received 2nd and 3rd degree burns from water spilling out of the steam unit. The parents took him to the ER for medical attention. The child was asleep in his mother's lap at the time of the incident and they were holding the steam unit under his face. This is not recommended and contrary to the proper use instructions.